Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The reported of event of high pacing impedance was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported, during an implant procedure, when connecting the lead into the set screw of the device header, it did not connect as anticipated and high pacing impedance was observed. A new device was used to resolve the event and complete the procedure. The patient was stable.